Manufacturer narrative:
H6: investigation summary video received by our quality team for investigation. Upon visual evaluation, liquid draw by the customer is seen inside the syringe, foreign matter is observed within the fluid path. Unable to confirm foreign matter based on the video. Physical sample is required to further analyze. A device history review was performed for lot 2290623, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from portuguese to english: the syringes were removed from the package and, in one of them, oily black content on the plunger with a grease-like appearance was noted. In the other, after the infant formula was drawn, the content inside the syringe was noticed.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from portuguese to english: the syringes were removed from the package and, in one of them, oily black content on the plunger with a grease-like appearance was noted. In the other, after the infant formula was drawn, the content inside the syringe was noticed.

Manufacturer narrative:
Correction b3. Date of event: 25-apr-2023.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from portuguese to english: the syringes were removed from the package and, in one of them, oily black content on the plunger with a grease-like appearance was noted. In the other, after the infant formula was drawn, the content inside the syringe was noticed.